Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with a tissue expander of unknown type mentor and experienced deflation on the breast implant. The side is unknown. As a result, the patient had undergone explantation on (B)(6) 2019.

Manufacturer narrative:
On 4/24/19, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot number is 7445383. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported that the affected device was siltex cp becker 35 expander, catalog number 3241405, serial number (B)(4), lot number 7445383. The date of implantation was (B)(6) 2018, the date of explantation was 3/1/2019. The replacement device was siltex cp becker 35 expander , catalog number 3241405, serial number (B)(4), lot number 7593807. The patient¿s age was 56 at the time of the event. The date of birth was (B)(6) 1961. The date problem observed was (B)(6) 2019. Note: manufacturer¿s fax site: (B)(6). Manufacturer¿s site phone: (B)(6). In addition, upon receiving, it was discovered that the device is the mentor leiden breast implant. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Therefore, the device is not subject to MDR reporting regulations. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/29/2019, it was reported to mentor that the doctor does not agree with the investigation results. His reply to the customer concern response sent on 07/01/2019: ¿with due respect, during the surgical procedure of prosthesis replacement, saline leakage was observed in the insertion of the valve duct in the prosthesis. This was seen by the surgical team and properly described in the surgical report of the patient's medical record.¿ once more new information is available, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/25/2019, during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/25/19, a manufacturing record evaluation (mre) was performed for the finished device number 7445383, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/01/2019, during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and a leakage from the tubing was detected. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possible causes of this failure include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).